Event description:
The patient experienced a loss of therapeutic effect and no stimulation sensation. The impedance measurements with some of the bipolar pairs and all contact pairs with electrode 3 were greater than 4,000 ohms. The patient would feel the stimulation in the correct area after reprogramming but the efficacy would diminish after a few days. The patient did not have good symptom control. Additional information has been requested.

Manufacturer narrative:
(B)(4).